Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after the initial surgery, the patient experienced dislocation or disassociation. A revision surgery was performed on (B)(6) 2020 in order to address such event. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device has nicks and gouges along its surface likely from extraction. The clinical/medical evaluation concluded that per complaint details, a revision was performed 6 days post tha implantation due to ¿dislocation or disassociation¿. It was communicated that no further information was available for inclusion in the medical investigation. Although no patient injury or surgical delay was reported, the patient outcome remains unknown. The root cause and/or patient impact beyond that which was reported could not be further assessed. Should clinically relevant documentation/information and/or updated, relevant product evaluation results become available, the clinical/medical task may be re-evaluated. No further medical assessment could be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. The lab analysis concluded that the as-received components had no destructive analysis performed. No material or manufacturing deviations were observed. The shell component shows bone on-growth on the porous region of the shell and increased wear on the inner diameter of the shell. The oxinium head shows signs of damage to the oxide region of the oxinium head. Discoloration likely due to absorbed biological fluid was observed on the backside of the liner. The liner was also received in two pieces. The rim region of the liner was fractured. These findings suggest femoral head or hip stem neck impingement and/or dislocation occurred in-vivo. The clinical/medical evaluation concluded that per complaint details, a revision was performed 6 days post tha implantation due to ¿dislocation or disassociation¿. It was communicated that no further information was available for inclusion in the medical investigation. Although no patient injury or surgical delay was reported, the patient outcome remains unknown. The root cause and/or patient impact beyond that which was reported could not be further assessed. Should clinically relevant documentation/information and/or updated, relevant product evaluation results become available, the clinical/medical task may be re-evaluated. No further medical assessment could be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. A contribution of the device to the reported event could not be corroborated as the event happened in the field and cannot be recreated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.